Event description:
It was reported that during a procedure using the procise max wand, the surgeon alleged that the wand began to smoke while in use. The procedure was completed using a competitor's device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Functional evaluation revealed that the returned device performed as intended; therefore, the customer¿s complaint could not be verified and the root cause could not be determined with confidence. The procise wand will create steam when sufficient suction is not used and give the user the perception that it is smoking. This occurs when the wand is burning off the residual fluid on the distal tip. Any lack of suction will also enhance and promote a more visual effect. The instruction for use contains warnings and precautionary statements regarding maintaining proper suction flow and potential device failure if not adhered to. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.